Manufacturer narrative:
Date of this report: 05/23/2016. Describe event or problem: additional information received: it was confirmed that the patient was given penicillin to prevent an infection from occurring. The patient is currently healthy. Date manufacturer received: 06/20/2016. Product evaluation: when compared to the assembly drawing and screw assembly drawing: the suture was visible at the proximal end of the handpiece however the threads of the screw were not visible at the distal end which would have resulted in the reported event. When viewed under magnification, it was determined that the distal tip (the threaded side) of the screw had broken off. The distal end of the screw was not returned which would have measured approximately 4mm in length. The proximal end of the screw attached to the suture was still in the handpiece and could not be removed. The customer indicated the break occurred after the screw had been implanted however the evidence is not consistent with this since a portion of the screw was stuck inside the handpiece. The evidence is consistent with the break occurring during implantation. When viewed under magnification, the break point contained circular patterns consistent with excess torsional loads (excess: exceeded sufficient pressure required for operation). The mechanism that holds and drives the screw showed some minor movement from side to side which may indicate shear [or bending] stress applied during use. The information most likely indicates that the screw broke as a result of excess torsional and / or shear stress during handling. Method: actual device evaluated; labeling evaluation; visual inspection; optical microscopy. Results: fracture problem; deformation problem. Conclusion: operational context caused or contributed to event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was confirmed that the patient was given penicillin to prevent an infection from occurring. The patient is currently healthy.

Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation of the device is expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgery for osahs (obstructive sleep apnea hypopnea syndrome), ¿the screw is broken during surgery. Doctor replaced a new one to complete the surgery. There was no impact on the patient.¿ it was also confirmed that the break occurred after the screw had been implanted into the patient. The doctor attempted to remove, but was unsuccessful. A new screw was placed next to the broken one to complete the procedure. The patient¿s current status is good. Additional information received indicates that antibiotics were given to the patient. The reason for the antibiotics is unclear, we have no further information at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.